Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt went to the emergency room (ER) and was diagnosed with peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g15115 and h13h06146 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. (B)(4).